Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient's lead came out of their spine on (B)(6) 2021 around 4:00 pm, but they were able to put it back in. They stated they did not know when they leaked at night, but they would wake up uncomfortable and wet. No diagnostics/troubleshooting was performed and no interventions/actions were taken. It was unknown if the issue was resolved at the time of the report.